Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd phaseal¿ infusion adapter c100j when giving ramucirmab (chemo) to the patient, ¿it leaked from between the infusion port of c100j and the spike needle of infusion. It may be because of the spike needle wasn't inserted to the end.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
According to the (B)(6) report, the leakage was confirmed between the spike and the infusion bag. The spike needle was inserted inclined. No deformation was found in the spike of c100j. It seems that a badly introduction of the spike inside the bag caused the leakage. As the lot is unknown, the retained samples and device history record cannot be checked. During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages according to internal procedures. During the packaging process of phaseal product visual inspection of the product is performed as well. Leak between spike and spike port. Inspections in manufacturing area: all components of connector c100j, except the membrane, are molded in nolato supplier. After molding, the components are assembled in (B)(4). During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages (procedure ph-304, ph-081). The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed in all lots according to pc-226. Conclusion: according to (B)(6) report, the spike was inserted inclined in the infusion bag. As no deformation was found in the spike, it seems that a badly introduction of the spike inside the bag caused the leakage. As the lot is unknown, the retained samples and DHR cannot be checked. No CAPA necessary.